Event description:
It was reported that a user experienced a connectivity issue in which the dexcom g7 continuous glucose monitor became unpaired from the ilet while the dexcom mobile app continued to display glucose readings, indicating the cgm was functioning. Symptoms included no adverse physiological effects and no impact to blood glucose. Outcomes included no medical intervention and no hospitalization. Investigation included guided troubleshooting consisting of bluetooth toggling, device restart, and re-entry of the pairing code, after which the user was able to restart the pairing process. Investigation of this case revealed a communication or pairing failure between the ilet and the cgm, with the sensor and dexcom app functioning as expected, indicating an external connectivity problem rather than a sensor failure. It was concluded, based on previously established findings for similar reports, that the cause was a transient connectivity disruption consistent with user environment or routine bluetooth pairing behavior.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.